Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Customer¿s blood glucose (bg) level was over 600 mg/dl; cause was unknown. The customer loaded a new cartridge to address the minimum fill issue. Multiple attempts were made by tandem technical support to follow-up with the customer to troubleshoot for the elevated bg level, but no response was received.